Manufacturer narrative:
Difficulty tracking the delivery system (ds) through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. In severe cases, if the delivery system cannot track to the native annulus, the valve may be deployed in a non-target location, or retracted and removed through a surgical cutdown. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. The operator is instructed to always observe fluoroscopy during insertion of the sheath. The position of the sheath tip should be confirmed prior to the insertion of the delivery system through the sheath. A review of IFU/training materials revealed no deficiencies. In this case, there was no indication a product deficiency contributed to this adverse event. Available information suggests that patient factors (previously implanted aaa stent graft) and/or procedural factors (device manipulation during tracking) may have been a contributing factor for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
During implant of a 29mm sapien 3 ultra valve using transfemoral approach, while advancing the delivery system it caught on a pre-existing aaa renal stent graft and dislodged it. The stent was snared and removed. The tavr case was completed and the renal stent was replaced. There was no damage to the delivery system or valve. At the time of the report the patient was stable.